Event description:
It was reported that the patient underwent an initial right total hip arthroplasty completed with unknown product. The patient was revised for an infected pseudotumor and at that time zimmer biomet components were placed. Subsequently, the patient was again revised due to reported dislocation requiring exchange of the head and liner. It was reported the patient required another revision due to infection. No additional details are available, and further information has not been provided at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Attempts have been made to gather all product identification information, and no further information has been provided. Proposed component code: mechanical-head (g04). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Visual examination of the provided pictures identified the explanted head, liner, and stem that are covered in bio-debris. No further evaluation can be made from the provided picture. The cup was not shown in the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided in relation to this event within the timeline. Xrays not submitted for further assessment as image appears to correlate with infection revision which would not be well demonstrated on plain film-additional xray is undated. A definitive root cause cannot be determined for the head and liner. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level or better. Therefore, it is unlikely that the specified device caused any patient infection for the cup and stem. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.